Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone that the customer has been experiencing low blood glucose. The customer's blood glucose was 38mg/dl, treated with food. Customer's current blood glucose was 141mg/dl. The customer will contact health care provider to determine correct settings.